Event description:
The us endoscopy oracle eus balloon is intended to be used in endoscopic procedures that utilize a balloon in conjunction with an echo endoscope in the upper and lower gastrointestinal tract. It was reported that during a procedure, the doctor was unable to locate a very small tumor utilizing the eus balloon. The doctor felt that the balloon was too thick to see the tumor on the screen and that the tumor itself was very small, 3-4 mm, and hard to find. The doctor concluded that the thickness of the balloon in conjunction with the size of the tumor contributed in the inability to locate the tumor. The doctor used another manufacturer's balloon and was able to complete the procedure. There was no reported hard to patient or user.

Manufacturer narrative:
The device involved was not returned for investigation, therefore, the reported complaint or cause could not be confirmed. Us endoscopy's clinical evaluation of the complaint indicates that, depending on where the visualization is occurring in the gi tract, interobserver variability is present. Body habitus (a larger patient is harder to see due to the dense nature of adipose tissue), air within the lungs, or air within the gi lumen, can interfere with the ultrasound signal. The type of tumor or lesion can be hard to distinguish from normal or inflamed tissue. T1 lesions such as the one in this complaint are very small and hard to see. Location, surrounding tissue, the setting of the ultrasound equipment, (gain, signal strength, or depth), can all affect the view. Some, or a combination of any of these factors can limit the ability to locate small lesions. In this event, the doctor used another manufacturer's balloon and was able to view the lesion and complete the procedure. There was no reported harm to the patient.